Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was unable to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was dissected to find no inflation notch. This was out of specification per inspection procedure, which states, "verify that the eye punches are complete and notch according to the applicable drawing." The root cause for this failure is the failure (balloon not deflation) could not be reproduced, however, opportunities for improvement were identified, such as: tool wear of the notch puncher, no preventive maintenance to verify the correct functionality of the puncher knife, lifetime for knife and replacement control, correct positioning of the shaft into the punching machine, manufacturing procedure does not address visual aids as support for production operators, and detection/control method is not enough for failure detection." The device history record and labeling review was not performed as the complaint was addressed by existing CAPA. The actual/suspected device was inspected.

Event description:
It was reported that foley catheter balloon was difficult to inflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was difficult to inflate during pretest.